Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the patient bent forward at the waist, a low flow alarm occurred, and the patient felt faint and dizzy. The patient initially had an episode of syncope 3 days after his operation when he was ambulating. The center hydrated the patient and discontinued diuretics with no further postural hypotension or syncopal episodes. They also increased his pump speed to 9400 rpms after volume replacement due to high flow readings. An echocardiogram was performed while the patient was in various positions; however, the echocardiogram did not reveal any inflow or outflow problems. The patient was treated for dehydration and was later discharged. The patient remains stable on the lvad.

Manufacturer narrative:
The manufacturer was unable to determine the exact cause of the reported event, as the lvad is still supporting the patient without further reported issues, and therefore is not available for evaluation. The analysis of the pump was limited to the device history record review and the information provided. A review of the device history records for this device revealed the device met all applicable specifications upon product release. It appears from the information provided to the manufacturer that the cause of the reported intermittent low flow alarms may have been related to the patient being dehydrated. The patient was treated for dehydration and was discharged and no further issues were reported. No further information is available. The manufacturer is closing its file on this event.